Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable; therefore, (B)(4). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning and was defective on the compact air drive device. It was further determined that the device failed pretest for check function of soft mode switch (safety system), check reverse locking mechanism and check the attachment coupling. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 8/27/2003. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.